Event description:
It was reported that the insulin pump alarmed for a motor error during the prime. The insulin pump was not exposed to a strong magnetic field or MRI. The rewind sequence could not be completed and the insulin pump alarmed for a loose drive support cap. The insulin pump had not been dropped or bumped and the drive support cap appeared to be normal and recessed. The blood glucose reading was 3.8 mmol/l. Nothing further was reported.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a loose and flush drive support disk. Unable to perform the occlusion, prime, excessive no delivery, or displacement tests due to the motor error alarms. The pump also had a cracked case at the display window corners, minor scratches on the lcd window, and missing end cap sticker.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.